Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Additional information indicated that high threshold was due to patient status. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm high capture threshold based on normal lead segment resistance measurements and x-ray inspection which showed no conductor issues. Moreover, it was noted that the lead tip was missing. The tip appears to have been stretched or ripped apart. Further, this meets the criteria for ingevity tip separation during explant that determined this to be a design issue.